Event description:
It was reported that upon completion of a posterior repair and upon rectal exam, one of the distal arms of the grafts was observed in the anal sphincter. The physician cut off the arm and removed it and made sure there was none of the graft remaining in the patient's rectum. The remainder of the graft was left in place, the surgical area was closed and betadine was placed inside the rectum. The patient was placed on antibiotics and consultation with a colorectal surgeon verified the two small puncture holes in the rectum should heal naturally without the need for any further surgical intervention. The doctor considered the procedure a success and the rectocele was significally reduced.